Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their dentist has recommended they stop aligner treatment immediately due to being diagnosed with moderate periodontal disease, this is a contraindication for treatment. Patient provided a letter of recommendation.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.